Event description:
A third party contract service agent reported that the device could not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the contract service agent isolated the cause for the problem to the main pcb assembly. The main pcb assembly was replaced and proper device operation confirmed through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). The contract service agent isolated the cause for the problem to the main pcb assembly. The main pcb assembly was replaced and proper device operation confirmed through functional and performance testing. The device was repaired and returned to the customer for use. The contract service agent isolated the cause for the reported failure to the main pcb assembly. The main pcb assembly will be replaced and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. Supplemental information: the contracted service agent reported that the customer has declined repair to the device due to the costs associated. The device will be removed from service and retired. The cause of the reported failure could not be determined.